Event description:
A ventilator dependent pt was found without respirations. The ventilator tubing was found disconnected at the filter and the ventilator was not alarming. Addendum: ecri tested ventilator on 3/10/98 and found the ventilator operating per MFR specifications.